Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a trial patient states a few hours after the trial started yesterday, she was bleeding at the trial site. She called hcp (healthcare provider) and was told to apply gauze at the bleeding site to apply pressure. After applying the gauze to the area, she thinks the leads moved because she no longer feels stimulation. Patient was only at 0.4 volts because she was sensitive to the stimulation and felt stimulation. She increased to 0.8 volts but feels nothing. Patient tried increasing stimulation and has stimulation at 5.7 volts but still does not feel stimulation. Patient confirmed stimulation was on using verify controller. Patient cannot get a hold of hcp today for some reason. Event date: (B)(6) 2016 for bleeding at trial site and (B)(6) 2016 for loss of stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.